Event description:
The manufacturer received info alleging a ventilator does not recognize the battery and the unit failed an ac power calibration test. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, a failure of the power management board was found. The device's power management board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).